Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided. Expiration date ¿ ni, date implanted ¿ ni, manufacture date ¿ ni.

Event description:
Patient underwent a femoral nail revision procedure due to a fractured nail. Competitor product was utilized to complete the procedure.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned fractured with visible scratches and wear. DHR was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.